Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported malfunction. The stm made sure the coiled cable from monitor to the rescue was secured at the connector and at the side of the rescue (plastic tie-down). The stm then performed full functional verification and retrieved logs from device. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the coiled cable of the cardiosave intra-aortic balloon pump (iabp) was coming out of base. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.